Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported slda. The reported recurrent tr appears to be due to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient returned to the hospital and an additional triclip procedure was performed, and another clip was implanted to stabilize the slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported on (B)(6) 2024 a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. One clip was implanted. The final tr grade was 2. On an unknown date a single leaflet device attachment (slda) was discovered. The clip detached from the septal leaflet and remained attached to the anterior leaflet. The tr grade increased to grade 4. On (B)(6) 2025 a second triclip intervention was performed. One clip was implanted and stabilized the first clip. The final tr grade was 2.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.